Manufacturer narrative:
(B)(4). An ultraflex¿ esophageal stent and delivery system was returned for analysis. Visual examination of the returned device found the stent was partially deployed and the shaft was kinked at multiple places including the skive. During functional analysis, device shaft bowed during a failed deployment attempt. However it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device were consistent with the application of force to the delivery system. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal stent was to be used to treat a 3cm malignant stricture in the lower esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and had been dilated prior to stent placement. During the procedure, the physician had difficulty crossing lesion. The stent did not reach the stricture and the proximal part of the shaft kinked. The procedure was completed with another ultraflex¿ esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed.